Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0hy0l, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved.

Event description:
It was reported that the patient was not sure what poor communication icon means. She did not understand something on programmer. The patient was trying to increase and keep getting communication message. She does not use programmer often and recently used programmer. The patient was not feeling stimulation on program 2 at 3.7 volts which started the night before reported event date and on reported event date. She was adjusting stimulation to program 1 at 3.6 volts while on the phone. This action resolved the reported issue. Additional information was requested and will be sent if received.